Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The troubled unit was replaced with another one onsite and the results showed the readings were better. It was confirmed the unit was not working and the readings were inaccurate. The rse provided the customer a replacement m_bis module bis, eng under contract to resolve the issue. Based on the information available in the case, the cause of the reported problem was confirmed to be the faulty bis module. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the unit was giving inaccurate reading. The device was in use on a patient at the time of the event, there was no adverse event reported.